Event description:
The physician was attempting to implant an integrity rx stent; however, the stent was unable to cross the lesion. Following removal of the device from the patient the stent struts were noted to be damaged. Another integrity stent was used. No clinical sequelae reported. Device evaluation: the stent was positioned between marker bands; multiple stent struts were bunched, damaged and deformed, the distal tip was slightly damaged. The guidewire entry port, balloon bond and proximal balloon pillow were stretched.

Manufacturer narrative:
(B)(4). Evaluation, results: deformation problem: damaged stent struts, stretched guide wire entry port, balloon bond and proximal pillow. Conclusion: inherent risk of procedure : failure to deliver the stent and stent deformation.